Manufacturer narrative:
(B)(4). Conclusion: a buffer leak from the wash zone buffer heater caused a short circuit on the wash zone motor cord. In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety analysis. The architect i2000sr was inspected and serviced by a field service representative. No further issues were reported after the service visit. Additionally, the service history review did not reveal any additional incidents of the operator observing the smell of smoke emitted from the architect. Product labeling was reviewed and found to adequately address emergency shutdown procedures and hazards to avoid personal injury. A review of the safety memo and product evaluation indicated the architect i2000sr is certified to the appropriate standards that apply to electrical equipment for measurement, control and laboratory use. Abbott's equipment in most cases provides redundant protection against fire. Complaint tracking and trending revealed additional complaints regarding leaking buffer. The design of the wash zone nozzle has been identified as a potential cause for leakage of the buffer onto other components of the instrument. Based upon the investigation and the available information, no product deficiency was identified for the architect i2000sr, list number 3m74-01, serial number (B)(4).

Event description:
The customer reported smoke coming from the wash zone 2 motor cord on the architect i2000sr analyzer due to a buffer spill. A field service representative (fsr) inspected and serviced the analyzer. The fsr stated the wash zone 2 motor was not moving and there was a leak in the area 2 heater that caused a short circuit of the wash zone 2 motor cord. This short resulted in a break down of the wash zone motor and motor driver card. The fsr also noted the bottom of the processor was full of buffer. The fsr cleaned and serviced the analyzer. There was no impact to patient management and no incident or injury involved with the visible smoke.